Event description:
The strata valve was implanted in 2002 and revised the following month. Since there was no reduction of cerebral ventricle, the number of single core cells rose to 6000 and clear infection was seen. The doctor is concerned that there was no reduction of cerebral ventricle after one week.